Event description:
During a peg placement procedure for treatment, while pulling the device through the digestive system, the wire snapped resulting in bleeding. The bleeding was stopped by application of two clips. After this procedure, the patient's condition was reported as okay. The procedure was repeated two days later with another manufacturer's product. This manufacturer's device was destroyed by the user facility and will not be returned for evaluation. The device was not returned for evaluation. Therefore, a failure analysis could not be performed. A lot history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specifications because the product was not returned. Co is unable to determine the relationship between the device and the cause of this event without the product.